Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected by a mechanical problem, 2 events were not confirmed during testing; however, failures unrelated to the reported event were detected, 1 device evaluation is in progress. Product disposition: 3 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact; 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 4 devices were received. 1 device was not available for evaluation.   Evaluation status 4 reported events were not confirmed during testing. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by a mechanical problem. 2 events were not confirmed during testing; however, failures unrelated to the reported event were detected. 2 device evaluations are in progress. Product disposition: 3 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.